Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient date of birth not available. Date of event unknown. PMA / 510k: this report is for four (4) unknown 5.0mm locking screws. Part and lot numbers are unknown; UDI number is unknown. Implanted date: original implant date unknown. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with one (1) retrograde femoral nail and four (4) 5.0mm locking screws on an unknown date. On (B)(6) 2017, the patient was returned to the operating room where the implants were all removed intact after a possible infection was identified. A reamer irrigator aspirator (ria) was used to wash out the canal and the patient was revised to a temporary antibiotic nail and screws. After removing the ria, it was identified that the tip of the ria drive shaft had broken off where the device connects to the reamer head. There was a reported one minute surgical delay while the surgeon confirmed that no fragments were left behind. The procedure was completed successfully and the patient was reported in stable condition. This complaint will capture the revision surgery due to reported infection, pc-(B)(4) will capture the intraoperative breakage of the drive shaft. This is report 2 of 2 for pc-(B)(4). This report is for four (4) 5.0mm locking screws.